Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patient was diagnosed with endocarditis. It was reported that the mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with grade 4+. One clip was implanted, reducing mr to 1. The patient was discharged 3 days after the procedure. However, a week later, the patient presented not feeling well and had fever and low blood pressure. Echocardiography showed the patient had endocarditis. The patient had history of endocarditis. Mitral valve replacement was performed. The patient has been taking antibiotics since the surgery and there is no improvement. The physician does not know if the mitraclip device or procedure caused or contributed to the endocarditis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported endocarditis could not be determined. The reported fever and hypotension appear to be related to the reported endocarditis. The reported patient effects of endocarditis, fever, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and required medication were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.